Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a 50% restenosed lesion in the right coronary artery (rca). The nc trek balloon was inflated two times to 20 atmosphere (atm), but then it would not deflate. The balloon was withdrawn to the distal tip of the guiding catheter and pulled together up to the humeral artery. When the balloon was in the patients right arm level, the balloon was deflated with a needle across skin (the contrast was aspirated with the 21g needle under fluoroscopy). The balloon could be extracted at the initial puncture site without force. The final control was good and no further procedure required. There was a significant delay in the procedure; however, there was no serious injury or adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the images provided confirm the non-deflation of the balloon catheter and that the physician deflated the balloon by puncturing it via the skin of the patients forearm into the artery and then into the balloon catheter. The scenario is suggestive that the deflation lumen of the balloon catheter was kinked. The guide catheter was out of ostium of the rca and then returned to position with the balloon inflated which although not out of the scope of accepted practice may have contributed to kinking of the inflation/deflation lumen of the balloon catheter. In this case, based on the cine review, it is likely the deflation lumen of the balloon catheter was kinked which subsequently resulted in the difficulty deflating the balloon and difficulty removing from the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty deflating the device appears to be due to circumstances of the procedure as the deflation lumen was likely kinked resulting in this difficulty and further resulting in the difficulty removing the device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. It was reported that the balloon was inflated two times to 20 atmospheres (atm). It should be noted nc trek rx instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek is 18 atms. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint.